Event description:
Related manufacturer reference number: 3006705815-2023-06194. It was reported that x-rays showed that both leads migrated. It was noted that patient experienced weight fluctuations. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.